Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.5/+3.0/128 into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged on (B)(6) 2022 for a lens two sizes longer in length due to low vault and lens rotation. The replacement lens was implanted vertically. The problem was resolved. Cause reported as unknown.